Event description:
According to the reporter, during the procedure the surgeon was unable to squeeze the handle and the stapler was unable to fire. The jaws of the device locked on the tissue. The surgeon used a beam retractor with diathermy hook to remove the device on the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. There were staples protruding from the proximal staple cartridge channel. The lock ring was observed to be broken. The reload jaws were manually opened. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the device engages in the instrument to facilitate clamping and unclamping. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available, the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.